Manufacturer narrative:
The pump had an intermittent button response due to moisture damage on the keypad trace. The pump had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the keypad was not working on the insulin pump. Customer changed out the battery and the pump said that the battery was changed too slowly. Customer's blood glucose was 150 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.